Event description:
Pt with history of collagen injections had swelling and erythema nine days after most recent treatment. Physician prescribed oral antibiotics because the swollen areas looked as if they were going to become abscessed. Physician diagnosed hypersensitivity to bovine collagen.